Manufacturer narrative:
Pending investigation. D10: 3987251, 02-012-45-6050 - lgc tibial fit tray cem sz 6f/5t. 6388995, 201-78-15 - holding pin mini sharp point 4 pk. 6170365, 201-78-81 - 3 trocar, mod. Hex 2pk. S040715, 521-78-23 - threaded pin size 2.3 collared. S043595, 521-78-23 - threaded pin size 2.3 collared. S043847, 521-78-32 - threaded pin size 3.0 collarless. 01000420007, a10012 - gps implant kit v2. 02025320029 a10012 - gps implant kit v2.

Event description:
As reported, approximately 4 years and 2 months post the initial left tka, the patient was revised due to wear on patella and tibial insert, and the femoral component debonded from the cement. Everything was removed and replaced with competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening from the cement mantle as reported, or due to inclusion of the polyethylene in the packaging recall. However, the articular surfaces of the explanted tibial insert and patella appear consistent with an implanted devices although damage secondary to contact between the femoral component cam and the posterior aspect of the tibial insert spine is confirmed. Femoral component loosening cannot be confirmed from the provided information and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided.